Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). (B)(4). Concomitant products: 650-0952, micro tprlc std pc 7.5mm 12/14, 3730658. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The information in this report was previously submitted under 0001825034-2017-05151, 0001825034-2017-05152.

Event description:
It was reported that during a procedure, the stem did not fit to the rasp; therefore, the surgeon used another stem. There was a reported delay greater than thirty minutes. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Products have been returned to biomet UK ltd for evaluation and forwarded to the complaints and vigilance engineer for investigation. Summary of investigation: visual checks, the returned item was visually checked with the following observations found:- scratches on the stem taper. Deep scratches on spanner flats. Discolouration of the porous coating. The above visual observations are common when a device is implanted, and extracted. Dimensional checks were carried out and confirmed the stem was manufactured to correct specifications. Device history record (DHR) was reviewed and no discrepancies were found. A review of the complaints data base shows no further complaints received for this type of issue, lot or part number. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. .